Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's right knee. It was reported through the submission of current and previous revision usage sheets that the patient's left and right knees were revised. A note on the current revision usage sheet states: "I&d bilateral knees." 5x13 ps inserts were swapped for another pair of 5x13 ps inserts. Update per response: "asked to be seen by ortho and have polyethylenes exchanged once again to aid in the battle of (B)(6) etc. Patient cannot speak due to being in a ventilator but we know his knees were done in (B)(6). Nothing further to report per hospital policy."